Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, it was confirmed that interface board and main board failure were the cause of phenomenon. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue reported in b5 was confirmed. The following findings were also noted during device evaluation: power switch does not light up after pressing the power switch and no leds glowing on front panel. This is due to faulty cn board, and wires found corroded. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center when checking the processor, the power switch does not light up during an unknown diagnostic endoscopy (ogd scopy) procedure. The procedure was cancelled. However, the processor turns on as the exhaust fan is working and can be heard. Front panel display is not turning on. No light emitting diode (leds) are glowing, and no switches are functioning. Upon inspection and evaluation, after replacing the capacitor network (cn) board, all light emitting diodes (leds) of front panel glowing continuously. This is due to a faulty capacitor network/printed circuit board failure board. Front panel switches are not working. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.